Manufacturer narrative:
Follow-up #1: date of submission 09/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2015 with the following findings: review of the black box and download history did not reveal any call service alarms related to the complaint. On investigation, the pump powered on and was exercised for 24 hours without the occurrence of call service alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, the audio tone was not functional during investigation. The pump was opened for investigation and revealed a crack in the solder on the audio unit.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. No further information was available regarding this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).